Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl. Reportedly, customer initiated too large of a bolus which decreased their bg level. Bg was addressed by eating a banana and drinking juice. Tandem technical support conducted systems check and the pump was functioning as intended.